Event description:
It was reported the tsw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported the stapler was clamped on tissue for the 7th firing and would not fire. The device was reloaded and would still not fire. Another device was opened to complete the case. There was no consequence to the pt.